Manufacturer narrative:
Device analysis. Stent remains implanted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR #2134265-2008-01788. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad). The lad ostium had moderate disease followed by slight dilatation followed by a long complex severely diseased segment extending from before the first septal origin to beyond a major diagonal origin. The patient presented with severe fatigue, exertional dyspnea, and chest pains. The physician predilated the lesion with a 2.0x20mm balloon (unknown type). Then, the physician advanced and deployed a 2.50x24mm taxus express2 drug eluting stent at 14 atms and post inflated at 17 atms with good angiographic results. Then a 2.5x10mm balloon (unknown type) was used to post dilate the stent and also the proximal portions of the diagonal. There were no pt complications and the procedure was completed successfully. The pt's medications at the time of the event included aspirin, ativan, lipitor, potassium gluconate, smoke away, verapamil hydrochloride capsules, and wellbutrin. Two hundred thirteen days later, the pt presented with ches pain. Four days later, tests revealed that the taxus stent was patent, with some minor disease distal to the stent. He was discharged the following day, with a recommendation for medication management of his disease. On discharge, he was prescribed medications including aspirin, plavix, prevacid, verapamil, potassium gluconate and glycophen zypine. Five hundred ninety five days post the originals stent implantation, the pt presented emergently with sharp chest pain. The pt had stopped taking plavix two months prior due to oral bleeding. Tests revealed in-stent thrombosis in the lad. A guide wire was advanced and placed distally in the lad, and tests revealed what appeared to be improvement in flow from the ostium of the lad to the proximal edge of the previously implanted stent where there was an occlusive in-stent thrombosis. There was faint flow in the diagonal and distal lad. The physician used a thrombectomy catheter to remove much of the thrombus and prevent distal embolization. The thrombectomy catheter was never able to fully clear the distal edge of the stent suggesting a distal stenosis. There was improvement in flow. A 2.5x15mm maverick balloon was then placed over the guidewire and two overlapping inflations were performed inside the previously implanted stent as well as distal to it. Minimal thrombus was seen at the ostium of the first diagonal, which appeared to have some impairment of flow. There was a 95% stenosis at the distal edge of the stent. A wire was then manipulated down the lad and into the first diagonal. A 2.5x9mm maverick balloon was placed over the diagonal wire and the previously used 2.5x15mm maverick balloon was placed over the wire in the lad. Simultaneous kissing balloon angioplasty was performed in the ostium of the diagonal and proximal lad. Repeat tests demonstrated improved flow into the diagonal and proximal lad. A 2.5x12mm taxus express2 drug eluting stent was advanced over the wire in the lad and positioned across the distal stenosis. The stent was inflated to 6 atms for 45 seconds. The balloon was pulled back slightly and inflated to 15 atms for 45 seconds. Final tests showed brisk timi iii flow into the lad and diagonal system. The pt was pain free. Four hundred thirty eight days later, the pt presented with acute and continued chest pain and subtle findings of an acute myocardial infarction. Tests revealed that the lad was 100% occluded at the level of a stent after the first large septal perforator. The physician treated the occlusion with a 2.75mm quantum ranger balloon with good angiographic results. He is being managed medically and his medications include aspirin and plavix.